Event description:
Clinic notes were received indicating that the vns patient was not doing well following adjustments to device settings. The patient's device settings were programmed back to previous settings during an office visit on (B)(6) 2013. The patient's device was tested and showed normal device function at the time. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Information was received from the patient's neurologist. He did not know when the settings were adjusted, but there was an increase in seizures after the adjustment. He stated that this increase in seizures was not related to vns. He also stated that programming changes, medication changes, or other external factors did not cause or contribute to the increased seizures.